Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed, which indicates that the device may have contributed to the customer reported issue. Fse replaced the manipulator controller ergonomic base (board) [mceb]. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. In lighthouse logs review, error 319 was found indicating the fault that had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The mceb was installed in the golden system, which immediately triggered error 319¿indicating a fault with the mceb. The failed unit was then removed and placed on the test bench, where it was found to have no power. Using a digital multimeter (dmm), the p5v rail was confirmed to be intact, but all other rails¿p0.85v, p1.2v, p0.9v, p1.8v, p2.5v, and p3.3v¿were measured at zero volts. No shorts were detected on the dc/dc point-of-load (pol) regulators or on power controller u30. After several attempts to power cycle the board, it partially powered up(intermittently). Using the lt power play tool to monitor the pol regulators, it was observed that the p1.2v rail remained low while all other voltages were within specification. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that prior to the start of a da vinci-assisted nephrectomy surgical procedure, caller had a console not connected message and a 319 error. Technical support engineer (tse) was not able to see current system logs. Prior to calling in, caller power cycled the system with no change. Tse walked caller through a a hard power cycle and moving the console blue fiber cable to the open port on the vision side cart (vsc), but error persisted. Tse inquired about power button status and caller stated that the console power button has been blinking blue while the others are solid blue. Tse unable to troubleshoot issue further. The procedure was converted to laparoscopic surgery with no reported injury.